Event description:
It was reported that a spectrum pump powered off when the battery was touched. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue could not be reproduced. Evaluation observed all switches to be working properly. A review of the event history log revealed multiple 'improper shutdown' messages. An improper shutdown message occurs when all power to the pump is lost, and does not indicate whether the pump was manually disconnected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.